Manufacturer narrative:
Per exemption number e2016001. Meter and strips involved in incident were returned for investigation, tested and performed to specification. Retain strips and qs meter were also evaluated and performed to specification. No failure detected. Complaint unconfirmed.

Event description:
Caller is a paramedic from (B)(6) ambulance. Caller stated the patient's mother found the patient unresponsive. The patient's own meter read hi when testing before the paramedics arrive. The patient's mother gave 20 units of insulin and called the paramedics. The paramedics received a reading of 246 on the assure prism, but they compared the reading to the hospital meter, and the hospital meter reading was over 750. Readings were done a few minutes apart. Both tests were done with a fingerstick. Caller also stated another example of a comparison reading later where they received 376 on the prism and the hospital meter read 545. Strips are kept in original bottle and they were opened recently. They ordered them within the last month. Cs tests are done on the meter monthly and have been within range. Replaced meter, test strips and sent return label.

Manufacturer narrative:
The customer advised that there was no reason to return the meter since the meter operated normally when performing a control solution test. I-sens analyzed the cause of higher readings than other meter with retained meter and normal strips. As a result of control solution test, all the measured values were within the standard range, and the cv% was within the acceptance criteria (below 5%) which was satisfied to the standard at I-sens. Thus, it is believed that the complaint device should have been functioned properly. Later, the complaint meter and 5t of specified lot were returned and I-sens conducted investigation. The control solution test was performed with returned meter in combination with returned strips (5t) and retained strips (5t) at I-sens. As a result of control solution test, all the measured values were within the standard range and cv% met the acceptance criteria. However, there was inflow of blood into the meter's strip connector found when the meter was disassembled. Thus, it is assumed that the meter functioned properly again after the blood had been removed or displaced by repeated strip insertions.